Manufacturer narrative:
Additional information: expiration date in model/lot # was not initially reported; the expiration date has been entered. Samples received: 1 unopened box (6 pouches). (B)(4). Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: although the results of the sample received fulfill the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: south korea. It takes too much strength to remove the needle from the suture. Because the needle is too tightly attached, the surgeons sometimes have to use scissors for the removal.